Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a mid-urethral sling procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the physician had difficulty piercing the patient's tissue with the device so the physician pulled the device out. Reportedly, it was then noticed that the shaft tip was bent and the mesh was separated from its mesh carrier. The procedure was completed with another solyx sis system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned solyx sis system confirmed that one of the carriers separated from the mesh. Analysis revealed that one half of the carrier was returned. The carrier showed evidence of heat staking indicating that it was correctly assembled. The mesh was stretched near the detached carrier. Analysis also revealed that the needle on the delivery device was detached and was returned. The pusher tube was accordioned at the distal end indicating excessive force was used. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context. Blocks updated based on the investigation analysis that the needle on the delivery device detached and was returned.

Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a mid-urethral sling procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the physician had difficulty piercing the patient's tissue with the device so the physician pulled the device out. Reportedly, it was then noticed that the shaft tip was bent and the mesh was separated from its mesh carrier. The procedure was completed with another solyx sis system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.